Event description:
The perclose proglide was deployed in the patient. During step 3, no sutures from the end of the device were present. The device was removed and a new one was inserted and deployed. No harm to the patient.